Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation coverage from her scs system. As such, the patient discontinued to use the device which in turn, caused the ipg to become inoperable (reference MFR. Report#:1627487-2016-05580). Follow-up information revealed during a procedure to explant and replace the ipg on (B)(6) 2016, the physician inadvertently pulled the leads out of the epidural space. As a result, the patient underwent surgical intervention on (B)(6) 2016, at which the leads were explanted and replaced with a single lead. Effective stimulation was restored following the procedure.